Event description:
It was reported by the patient that the patient¿s heart rate was ¿around 40 [beats per minute].¿ the patient believed that the programmed lower rate of the device was 60 beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.